Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" condition was observed. The device's sensor board connection was found to be disconnected. The connection was reattached to address the issue.